Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, cause was not established for distal end metal section was scratched and a misalignment in the 3d image. The most probable cause of this complaint is expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the endoeye flex 3d deflectable videoscope exhibited the distal end metal section was scratched and a misalignment in the 3d image. There was no patient involvement.